Event description:
It was reported that during use of the pump, the user could not get an ap waveform. The transducer and cable were exchanged without any success. As a result of this, the pump was exchanged. There were no pt complications.